Event description:
It was reported that before use of the syringe 10ml 18g 1-1/2in the body of the syringe is broken. This occurred on 3 separate occasions. The following information was provided by the initial reporter: problem of broken body of syringe.

Manufacturer narrative:
H.6. Investigation summary: 3 samples was returned to sbdm, lot number is unknown. From visual inspection, crack on barrel could be found. House sample inspection: sbdm inspected 30 pcs from lots 1901042, 1902182 & 1903262, no abnormality observed. DHR review: sbdm reviewed the manufacturing record from potential lots 1901042, 1902182 & 1903262 for the complaint sample, no abnormality observed. Customer complaint review: sbdm reviewed the customer complaint record, there are no similar issue from other customers. Root cause: from investigations, the likely cause is that the broken barrel may have occurred before the scale printing process due to a malfunction of the barrel & plunger assembly machine. If the barrel moves to assembly machine and there are full of barrels, sensor is working. It means that the feeder and scale printing machine stopped promptly and resume the run again. An error can occur at the time of re-run and then the feeder index hit and broke the barrel. It is assumed that the inspectors could not find the broken barrel of syringe and it caused the complaint case. Corrective actions: 1. Sbdm conducted quality training on this customer complaint for syringe assembly line workers and quality inspectors. 2. Sbdm implemented 100% visual inspection on syringe packaging process and had retrained on inspection method for packaging inspector due to this complaint case effective. H3 other text : see section h.10

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed and as greater asia is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the syringe 10 ml 18 g 1-1/2in the body of the syringe is broken. This occurred on 3 separate occasions. The following information was provided by the initial reporter: problem of broken body of syringe.